Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawers 2.1 and 2.2 had a latch time out malfunction. Drawer board, latch sensors and open/close sensors were replaced to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer did not open during a procedure. Customer added that when they tried to recover the drawers the device's screen froze. The user ultimately retrieved the required medication from a different location. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer did not open during a procedure. Customer added that when they tried to recover the drawers the device's screen froze. The user ultimately retrieved the required medication from a different location. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2021 to (B)(6)2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer did not open during a procedure. A field service engineer found that the half height drawers 2.1 and 2.2 latch timed out and faulty sensors were causing the issue. Replaced drawer board 2.2 and latch sensors to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.